Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. The catheter was returned and analysis identified that there were no signification anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Initial reporter was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml baclofen at 240 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had not experienced improvement in his symptoms as expected when he was implanted. No environmental, external, or patient factors were noted to have caused or contributed to the issue. A dye study was performed on (B)(6) 2016 with normal results. No actions or interventions were taken to resolve the issue and the issue was noted to be unresolved. Surgical intervention had not occurred and it was unknown if it was planned. The patient was noted to be "alive-no injury". Additional information was received from a consumer via a manufacturer representative (rep). It was reported the patient never got the expected relief from the device. No environmental, external, or patient factors were noted to have led or contributed to the issue. A catheter dye study was attempted approximately 8 months ago and the catheter was unable to be aspirated. A catheter revision was subsequently performed on (B)(6) 2018 and the issue was resolved. It was noted the pump had been filled with saline prior to the revision procedure. No further issues were reported or anticipated. The patient's medical history included amyotropic lateral sclerosis and diabetes mellitus. The patient's concomitant medications included metformin 500 mg, vesicare 10 mg, and finasteride 5 mg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.